Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative (rep) regarding a patient with an implantable neurostimulator (ins) for spinal pain. It was reported that suddenly, the patient could only get 2 bars and the ins was discharged. It was noted the patient had never been overdischarged and normally charged twice a week. The clinician and patient programmers both could communicate with the ins. The clinician programmer showed the ins ¿batteries were depleted.¿ an antenna locate (al) feature was attempted and it did not resolve the issue. The al showed an 80, but the patient still could only get 2 bars. The rep tried another recharged and it did not resolve the issue. The ins did not feel loose and was superficial. The rep could clearly feel the leads over the battery (sitting on top of the ins in between the skin and ins). The healthcare provider (hcp) stated the patient was getting an x-ray of the battery to assess if it flipped. After the x-ray, the rep stated the leads were exiting toward the spine and the radiopaque identifier was on the right side of the battery. The x-ray showed the ins was flipped. The rep was going to discuss with the hcp. No patient symptoms or further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the manufacturing representative indicated that the patient had a battery replacement on (B)(6) 2017. No further complications were reported.